Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient is scheduled for explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Health effect - clinical code (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with mentor memorygel breast implants 700cc and suffered several unexplained systemic symptoms, including weight gain, depression, anxiety, and ¿reaction to silicone¿. Bilateral rupture was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
On oct 8 2021, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. On oct 20 2021, additional information was received indicating the explantation surgery has been rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).